Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event1(reported event from the customer): insufficient angulation (up/down). (Insufficient angulation due to stretched angle wire.) The probable cause:it is highly likely that the insufficient angle was caused by the angle wire having stretched. Even if the number of times it has been used is small, the angle wire can stretch due to irregular handling such as operating the angle with a treatment tool inserted, handling the tip, or applying excessive stress to the curved part when the angle is applied. Event2(reported event from the customer): bending section was collapsed. (The beding tube is deformed.) The probable cause: this may have been caused by irregular stress, such as the insertion section being caught between something or something like a connector falling into the insertion section. Event3(reported event from the customer): air leakage from bending rubber section (watertightness is not maintained due to holes in the beding rubber.) The probable cause:it is possible that a tear occurred due to stress during use, or due to external factors or handling, causing the watertightness to be lost. The event can be detected/prevented by following the instructions for use which state: the event15 is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the distal cover was burned. There was no patient involvement.